Event description:
The customer reported that the system intermittently would not boot. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The system software was reloaded. The hard drive was reformatted. The system was tested and found to be working as intended and put back into service.